Event description:
It was reported to medtronic neurosurgery that a pt developed a granuloma along the ventricular catheter after an ommaya reservoir procedure. According to the report, the device remains implanted and the pt did not need add'l treatment.

Manufacturer narrative:
The date of the reported event is unk. The product was not returned to the MFR as it remains implanted. Therefore an eval of the device was not possible. A review of the mfg and sterilization records showed no anomalies. No injury to the pt was reported.